Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The patient circuit was replaced by the user before service representative evaluation. The unit was returned to service. No patient information available.

Event description:
The hospital reported the unit was delivering high c02. There was no report of patient injury.